Event description:
It was reported that during an unspecified procedure, the device presented an unspecified error message. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The customer's allegation was [not] confirmed. Device was not returned for evaluation and could not be evaluated. DHR review cannot be conducted because lot/serial number information is not available. Based on the results of the investigation, a definitive root cause could not be identified. No record of the inspection was obtained, and the reproducibility of the phenomenon is unknown. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during an unspecified procedure, the device presented an unspecified error message. There were no reports of patient harm.

Manufacturer narrative:
E1 - complete facility name -(B)(6). E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility